Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced basic evaluation (be) for urge incontinence. It was reported that the trial patient¿s urgency had increased and the bouts of diarrhea were more than before (even with their ibs). The patient also mentioned that they were very itchy particularly on their leg but over their body too. In addition, the trial patient stated that they got electric shocks. It was advise that the stimulation be turned down and, while doing this, it was noticed the device was off (and needed to be turned back on). The patient did know which side they started on so it was decided to start with left side (side they were already on). They felt the stimulation in their hands so they were switched to the right side where the patient felt the stimulation in their hands and back of their neck. It was advised that the therapy be turned off which was done. It was thought that the leads have migrated or moved. It was advised that the patient speak with their doctor tomorrow at their appointment about the issue. The patient also noted that they did not feel that they had a full evaluation and wanted to extend the evaluation. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.